Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the cause could not be determined for the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 full establishment name due to character limit: saitama (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had error e227. The issue occurred during inspection for use. There was no patient involvement.